Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic rectopexy, when tacking the mesh to the sacral promontory, tacks were able to be fired normally from the device but did not penetrate the tissue. Suturing the mesh to promontory was done instead of tacking and the surgical time was extended by more than 30 minutes. There was no patient injury.